Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the facility did not us the air water channel cleaning adapter at pre-cleaning of the device. There is no reported harm to any patient. The facility performs bedside cleaning after each case. The device is then transferred to the sink for brushing the channel of the device with a disposable cleaning brush made by steris. The medivator is also used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d5, d8, e4, g3, g6, h2, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the staff was insufficiently trained in device handling or reprocessing in accordance with the instructions for use. The reprocessing manual provides the following statement as precautions against insufficient reprocessing: - "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." - "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators."